Event description:
It was reported when using the bd intima-ii 20gax1.16in prn slm npvc there was leakage. The following information was provided by the initial reporter. The customer stated: "the white cap at the connection between the high-pressure syringe and the closed vein indwelling needle fell off after the nurse routinely punctured the closed vein indwelling needle and injected iodine contrast agent at high pressure. This resulted in drug extravascular, and the examination failed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1111460. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue. H3 other text : see h10

Event description:
It was reported when using the bd intima-ii 20gax1.16in prn slm npvc there was leakage. The following information was provided by the initial reporter. The customer stated: "the white cap at the connection between the high-pressure syringe and the closed vein indwelling needle fell off after the nurse routinely punctured the closed vein indwelling needle and injected iodine contrast agent at high pressure. This resulted in drug extravascular, and the examination failed."